Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. The carefusion field service rep ran the device through a complete checkout to ensure it meets all factory specs. Upon completion, the device was returned to the customer ready to be placed back into service. In addition, the carefusion field service rep provided device setup and use instructions to the end user.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s) on (B)(6) 2012. "Customer claims, this unit was alarming "exh high ppeak pressure safety valve open, high ppeak, apnea interval, low peep" while on a pt. This is the second time the alarm was reported on this unit. The first time this unit came down to his biomed shop, respiratory only reported one alarm "ext. High ppeak pressure" he was not able to duplicate the alarm and gave the unit back to the res. Dept to put back into service, he did not call carefusion to report this incident. This unit came back down for the same issue of ext ppeak alarm and was on a pt at the time of the alarm. Biomed claims he is still not able to duplicate the problem he claims the second reported incident occurred on (B)(6) 2012, risk management had this unit. An internal incident report was generated by the hospital, the problem was never reported to carefusion until now. This is the info provided by the biomed; mode - pressure simv - ped, rate - 20 bpm, i.p - 10cm, i.t - .4 sec, psv - 9cm, peep - 4cm, flow trig - .2 lpm. Error log does not show any error when the alarms came on. It only shows pneumatics module ftc, improper power down and the date on these errors are from (B)(6). There is no exceptions error codes. Upon eval, he found there is some water in the condensation water bottle, instructed biomed to check the exhalation filter, he claims the filter looks dry. Biomed claims there was no pt harm, pt was placed on another ventilator. This is all the info provided to him regarding the incident.